Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an "other," drug via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was alarming. The consumer reported that the pump needed to be refilled. The consumer reported that the patient healthcare professional had moved offices. The consumer requested physician listings. No symptoms were reported. The consumer reported that the alarm started two weeks prior but the consumer didn¿t know what it was. The consumer reported there was botox in the pump. No further complications were reported.